Event description:
It was reported that the pin got stuck in the wire collet during surgery. A replacement was used to complete the procedure. There were no consequences for the pt.

Manufacturer narrative:
The product was returned to the manufacturer and the customer's complaint was confirmed. The root cause of the pin sticking is due to the wear and flaking of the impreglon coating. This coating is used inside of the collet to prevent the pin from sticking. This report will be updated if additional info from the investigation is received.